Event description:
It was reported that during surgery a twinfix screw would not fit over the top of k-wire. Pulled another screw and completed the case without problem. Rep stated that more than 1 doctor has stated this happening.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.